Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was it was reported there was a vent fail while on a patient. There was no injury to the patient.

Manufacturer narrative:
The investigation in the manufacturer's lab was carried out based on the available information, the analysis of the service log entries as well as the test and visual inspection of the received ventilator motor. The investigation revealed the ventilator motor to be the root cause for the reported symptom as the motor was not able to rotate and therefore nonfunctional. The optical inspection of the motor showed a missing soldering of one dc-power-cable inside the motor which caused a loose electrical connection. In case of a vent fail, the fabius shuts down automatic ventilation and the device will generate an audible alarm and visible alarm message "ventilator fail" will be displayed. Manual ventilation and monitoring is still functional. On-site, the dräger service technician replaced the ventilator motor of device in question and there are no further problems reported. This is the first fabius complaint showing a missing soldering inside the parvex motor and therefore this is an isolated case.

Event description:
Please refer to the initial-report.